Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.470 ug/l; repeat gave <0.01 ug/l. A second sample was obtained from the pt resulting at <0.01 ug/l. Initial result was reported. It was noted pt rec'd medical treatment. No info provided regarding the medical treatment rec'd or the current status of the pt. If add'l info is rec'd, an appropriate notification will be provided.